Event description:
The customer reported that retrospective data was missing for a patient that passed away and one monitor tech claimed that alarms had silenced themselves.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to pull the patient logs. The fse had a remote clinical application specialist (rcas) review the audit logs. The rcas found that their was no malfunction that had occurred. The audit logs show no gaps in the patients history and it was confirmed that the application was sending reminders regarding the patient despite the claim that alerts were silencing themselves. Their was no malfunction of a philips device. The customer was provided with the clinical audit logs that they had requested and the audit logs proved that there were no silencing issues occurring with the system. The device remains on site and in use.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported that retrospective data was missing for a patient that passed away and one monitor tech claimed that alarms had silenced themselves.